Event description:
The patient¿s parent reported that the patient experienced a skin reaction at the infusion site on the leg after an unspecified duration of pod wear, which subsequently progressed to an infection. The parent stated that the infusion site exhibited swelling described as multiple lumps and was accompanied by soreness. The patient has reportedly been treated with antibiotics for the infection. No further information was provided despite multiple good-faith efforts for additional details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.